Event description:
In 2009, false negative results - no further details available.

Manufacturer narrative:
Control lot: 100miu/ml hcg urine control lot: hcg081008-01, 25miu/ml hcg urine control lot: hcg080821-03, 240.0iu/ml hcg urine control lot: hcg081231-01. Summary of results: the retention device meet qc specification. Correct positive results were observed when tested with 25miu/ml hcg urine control. The 100miu/ml and 240.0iu/ml hcg urine control yielded clearly positive results at 3 minutes reading time. Conclusion: the retention strips meet qc specification. No false negative result was observed. So this complaint is not confirmed. Nothing abnormal found in batch review and the product number, product description and lot number was verified. No corrective action required, as no product deficiency was established.